Event description:
It was reported that this right ventricular (rv) lead was re-implanted due to abnormal ventricular lead movement after implantation. It was suggested that the dislodgement occurred due to tricuspid insufficiency, it is a type of valvular heart disease the physician diagnosed that the catheter penetrated the chordae tendine tissue at the time of implantation. It also was confirmed that the lead was bent and fluttering. No abnormal electrical readings were identified. The lead remains in service. No additional adverse patient effects were reported.